Manufacturer narrative:
Calibration and qc at the customer site were acceptable. Both samples were received for investigation. The investigation determined the patient samples contained an interferent against the streptavidin component of the reagent. This interference caused the high ft3 results. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Event description:
We received an allegation of high results not corresponding to the clinical picture for 2 patient samples tested for elecsys ft3 iii (ft3 iii) on a cobas e 801 module. The customer suspects an interference affecting the results. On (B)(6) 2022, patient 1 result from the e801 module was 22.20 pmol/l. A new sample was obtained on (B)(6) 2023, and the result from the e801 module was 17 pmol/l. This sample was sent to an external laboratory using the abbott method and the ft3 result was 5.4 pmol/l. On (B)(6) 2023, patient 2 result from the e801 module was 10.1 pmol/l. The result from the abbott method was 4.9 pmol/l. The questionable results were reported outside of the laboratory where they were questioned by the clinician. The e801 module serial number was (B)(4).

Manufacturer narrative:
Both patient samples were requested for investigation.